Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort, recurring urinary incontinence and perineal pain. Despite undergoing multiple non-invasive treatments, including medications and pelvic floor physiotherapy, there was no clinical improvement. Consequently, a replacement surgery was scheduled. Additionally, a nuclear magnetic resonance (nmr) scan was performed, which did not reveal any external cause for the symptoms. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort, recurring urinary incontinence and perineal pain. Despite undergoing multiple non-invasive treatments, including medications and pelvic floor physiotherapy, there was no clinical improvement. Consequently, a replacement surgery was scheduled. Additionally, a nuclear magnetic resonance (nmr) scan was performed, which did not reveal any external cause for the symptoms. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain, urinary incontinence and discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.